Event description:
It was reported to philips that the system would not start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon troubleshooting actions, fse reinstalled the software on the suite pc, loaded the backup and computer license. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.